Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up, down, and ok/enter button's were under responsive on the keypad. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 30-nov-2017. Device evaluation: the device has been returned and evaluated by product analysis on 04-nov-2017 with the following findings: during investigation, the original complaint of the unresponsive keypad was unable to be duplicated. The keypad cover was undamaged and all the buttons were responsive. The keypad was opened and there were no contaminants found under the contacts. The pump was opened and there was no intermittent condition observed on the keypad flex connector.